Manufacturer narrative:
Service engineer checked the device on site and could not find any issues. Many technical faults are noted in event log from when alarming on patient. Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the respiratory therapist: ventilator is alarming continuously. The buttons were not working, could not put in standy or silence alarms. Lights were on fron the alarm but no indication of the specific alarm stated on ventilator. Venting fine at ps 10/+5. Turned ventilator off then on cont working fine.

Event description:
Hamilton medical ag received the following incident description from the respiratory therapist: ventilator is alarming continuously. The buttons were not working, could not put in standby or silence alarms. Lights were on fron the alarm but no indication of the specific alarm stated on ventilator. Venting fine at ps 10/+5. Turned ventilator off then on cont working fine.

Manufacturer narrative:
Service engineer checked the device on site and could not find any issues. Many technical faults are noted in event log from when alarming on patient. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). UDI related data quality updates only: field d4 was updated with full UDI information.

Manufacturer narrative:
Service engineer checked the device on site and could not find any issues. Many technical faults are noted in event log from when alarming on patient. Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The patient was removed from the device and placed on another device. No patient harm reported. The event did not cause or contribute to a death or serious injury to a patient. The logfiles confirmed the technical faults (tfs). The issue could not be duplicated. The root cause of the issue was deemed to be that the customer had not plug interaction panel (ip) fully into ventilator unit (vu). After connecting the interaction panel (ip) fully into ventilator unit (vu) the device was released back into use.

Event description:
Hamilton medical ag received the following incident description from the respiratory therapist: ventilator is alarming continuously. The buttons were not working, could not put in standy or silence alarms. Lights were on front the alarm but no indication of the specific alarm stated on ventilator. Venting fine at ps 10/+5. Turned ventilator off then on cont working fine.